Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, fluoro functions board (ffb), and generator interface board (gib) were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failed error message which caused the c-arm to lock up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.